Event description:
It was reported that the patient had "suspected" overdose symptoms and was brought to the intensive care unit at saint mary's hospital. The therapy stop button was used to put the pump at a minimum rate. The patient had symptoms of hypertension. The pump was later increased during two sessions. The patient is "doing much butter" and is currently at a therapeutic level. The pump was infusing bupivacain and dilaudid.

Manufacturer narrative:
Catheter model: neu_unknown_cath, serial # unknown, implanted: (B)(6) 2013, explanted: unknown. (B)(4).